Manufacturer narrative:
The technician found the siderail latch was full of a foreign substance. The technician cleaned the siderail assembly to repair the bed.

Event description:
Information received indicates the right head siderail will not stay up.